Manufacturer narrative:
There has been no product returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that the above-mentioned surgeon had removed a composix-kugel which was inserted in 2005, by another surgeon and debrided in 2004. The surgeon noticed that the mesh had been inserted and was not deployed properly because there was a big fold at the top of the mesh exposing polypropylene to the intestine. At that exposure site, there was some adhesions of the intestine in the polypropylene. Further down the ring was broken and was pointing in direction of the muscle. There was no complication associated with the ring. Mesh was removed completely because it was infected and porcine dermis mesh installed.